Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The subject device did not boot up normally: the phenomenon was attributed to the failure of the cp board but omsc could not identify the cause of the failure of the cp board. Dust and rust were confirmed inside the subject device but the cause could not be presumed because the subject device was not returned to omsc. No dvi output: the phenomenon was attributed to the failure of the dp board but omsc could not identify the cause of the failure of the dp board. Dust and rust were confirmed inside the subject device but the cause could not be presumed because the subject device was not returned to omsc. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was inspected at (B)(4). (B)(4) checked the subject device and found following. - the subject device did not boot up and the front panel buttons could not work due to the failure of the dp board. - the dvi out terminal did not output image signal due to the failure of the dp board. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus (B)(4), it was found following. - the subject device did not boot up and the front panel buttons could not work. - the dvi out terminal did not output image signal. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.